Event description:
The manufacturer received information alleging an incourage device caused a patient's fusion in neck to have bottom screws loosened. The physician instructed the patient to discontinue use of the device. There was no allegation of device malfunction. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an incourage device allegedly caused a patient's fusion in neck to have bottom screws loosened. The physician instructed the patient to discontinue use of the device. There was no allegation of device malfunction. The device was returned to a third party service center for evaluation. The third party service center found the device to have an intermittent functional issue and the device would automatically restart. The device was scrapped.